Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: flat creases, white particles in device inner surface and one curved opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is more than three openings striated assessed as surgical damage. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.